Event description:
It was reported that the pump did not provide adequate benefit to the pt for his dystonia. Pt experienced pain at the pump site and wanted the pump removed because of severe pain. It was stated that the pain was most probably from lateral femoral cutaneous nerve compression. The pump was explanted. The catheter was cut and tested for csf flow and none was noted. It was then tied off. The pump infused compounded baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.